Manufacturer narrative:
Received for investigation, two continuous epidural trays (one used and one unopened). Visual inspection with unaided eye showed the used catheter was severed on the proximal end. The complaint description indicates that no product quality issues were observed by the user prior to application on the patient and that the product was compromised during removal of the catheter from patient. The complaint was confirmed however the root cause could not be established. No further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions taken accordingly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that epidural catheter was removed, and tip was not intact. It was broken at some point in time, and not present at removal, approximate 5cm left in patient. After consulting with a neurosurgeon, it was decided that no further investigations or interventions be performed at that time unless the patient becomes symptomatic with either pain, discomfort, or signs of infection, patient agreeable with plan.